Event description:
Healthcare professional reported a "ruptured" saline implant, on an unknown side. Device explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device deflation.